Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter stopped working while it was set at ten thousand cuts per minute during a vitrectomy surgery, the probe was changed and the cut rate reduced to five thousand cuts per minute the procedure was completed with lower cut rate. There was no patient impact.